Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 85% stenosed 30mm lesion being treated was located in the 2.5mm in diameter, moderately calcified left anterior descending artery. The lesion was pre-dilated with a 1.5x12mm apex balloon catheter. Then physician advanced the 32x2.50mm taxus liberte stent delivery system (sds) but was not able to cross the lesion despite attempting to cross the lesion "some times". The sds was successfully removed and the procedure was completed with a 1.5x12mm apex balloon catheter and another of the same 32 x 2.50mm taxus liberte sds. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. A strut towards the proximal end of the stent was raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).